Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that during to the implant of this transcatheter bioprosthetic valve, following deployment of the valve, complete heart block was noted. Following the valve implant, premature ventricular contractions (pvc) and bradycardia were noted. No treatment was prescribed. Following the procedure, new left bundle branch block (lbbb) with regulated r-r intervals in the setting of underlying atrial fibrillation (afib) and complete atrio-ventricular (av) block were revealed and subsequently a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.